Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during a procedure, the flow rate intermittently went blank on the sorin s5 system display. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative tested the flow probe and was able to reproduce the issue. The flow probe was replaced and the replacement probe was tested extensively without further issues. Functional verification checks were performed and no faults were observed. The flow probe has been requested for return to sorin for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that, during a procedure, the flow rate intermittently went blank on the sorin s5 system display. There was no report of patient injury.